Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an inability to operate the power module (s/n (B)(6)) by inner sla battery and unit error when operated on ac power was confirmed. The edc service center repaired the power module and isolated the fault to the installed main power module pcb assy. Replacing the main power module pcb resolved the issue and restored the device functionality. The repaired unit was forwarded to the rental/loaner pool. Evaluation performed by ppe group on the power module main pcb isolated the fault to a failed relay. The evaluation could not determine the root cause that led to the component fault. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with mfg and qa specifications. The power module (serial number (B)(6)) was shipped to the customer on 22oct2009. Power module (pm) setup and use are addressed in the heartmate 3 lvas instructions for use (IFU) p.3-5 ¿ using the power module) and the heartmate power module instructions for use p.24 ¿ monitoring pm performance. Power module alarms are addressed in the heartmate 3 lvas IFU p.7-29 and the heartmate power module instructions for use p. 38 - responding to alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module would not start when using the battery. When it was connected to ac power, the power module powered up but gave no error. The main board failed to recognize the battery.